Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped charging and in turn the ipg become inoperable. In turn, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Patient weight was added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.